Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states dr. (B)(6) inserted the guide wire followed by the introducer trocar. When they tried to remove the guide wire it would not come out. They looked with the camera and viewed the guide wire to be wrapped around a mass (the patient's bowel). Another trocar had to be inserted for a grasper to help loosen the wire. When the wire was retrieved from the patient it appeared to be unraveled. The catheter remained in place after they removed the guide wire.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and it revealed that the unpackaged guide wire was uncoiled and bent. Dimensional testing was performed and the guide wire was found to be within specification. A possible root cause may be due to manipulation by the user. The guide wire is covered by a plastic component which has the purpose of assuring the integrity of the stainless steel. This component has defined characteristics as part of its design which makes it flexible for gentle manipulation during use. Based on the condition that the guide wire was received, there is evidence that the component was taken out from the plastic cover during use. Evidently, there were attempts to insert the guide wire which may have required manipulation. This manipulation could have caused the guide wire to become uncoiled. A corrective action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.